Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection was performed. The damaged battery was identified during the visual inspection. The cause of the condition was undetermined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.